Manufacturer narrative:
The subject device was returned to olympus service operation repair center. Olympus service operation repair center checked the subject device and found that the reported phenomenon could not be duplicated. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the reported event occurred due to break of the imaging unit or failure of the circuit board inside the scope connector.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during an unspecified timing, scope error e218 occurred. There was no report of patient injury associated with the event.